Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that 8 years 4 months post implant of this mitral bioprosthetic ring, the device was explanted and replaced with a bioprosthetic valve due to stenosis. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the event description does not indicate a potential manufacturing issue. The causes of re-operation for failed repairs are documented in the product literature. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty bands are an adjunct to the valve repair. In this procedure, the physician opted to explant and replace the native valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.